Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was sent a battery replacement but the insulin pump was still going completely dead. Customer's blood glucose level was 245 mg/dl. The insulin pump's screen, in the middle of the night, was blank. The customer then pressed the buttons and it turned on. The customer was calling back after receiving a new battery cap. The customer had a recurring issue with blank displays. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with blank display due to moisture damage at electronic assembly. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Pump received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.